Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, malaise, and peritoneal cloudy effluent. The same day as the event onset, the patient was hospitalized and treated with gentamicin (discontinued after 5 days) for the event. On an unknown date, the patient was treated with ciprofloxacin (administered once, intravenously followed by 100mg in 2l of solution, intraperitoneal), levofloxacin (intravenous), sulfamethoxazole, trimethoprim (co-trimoxazole) (at a dose of 24/24 hours, intravenous) for bacterial peritonitis. At the time of this report, the patient had not recovered from the event. On an unspecified date, the pd catheter was removed from the patient and was no longer in the pd program. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.